Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. The patient had unrelated medical issues and had been unable to charge the previous devices. The devices went dead due to the patient forgetting to charge them and had to be replaced.